Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer medibo (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
(B)(4) potential incident - at 11:30pm psw reported that the resident fell from the sara 3000 while transferring from chair to bed. Resident was uncooperative and then threw her hands up in the air and fell through the sling and onto the floor. It is unknown if the safety strap was attached or not. Staff picked her up manually and placed in her bed.